Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary - the handpiece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code to occur. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that before a laparoscopic sigma procedure, error code on display, no further information is available. Another device was used to complete the procedure. There were no adverse consequences to the patient.